Manufacturer narrative:
Date of event: used (B)(6) 2020 as the correct/exact date was not provided. (B)(6).

Event description:
It was reported that vessel dissection occurred via facility medwatch # (B)(4). The patient had recently demonstrated to have critical multivessel disease with loss of all grafts including left internal mammary artery (lima) to left anterior descending artery (lad). Percutaneous coronary intervention (pci) was recently performed to lad and circumflex artery. Pci was also performed two days before to the patient's right coronary artery (rca). An 8 french guide catheter, j wire, samurai and 6 french guidezilla was advanced into the ascending aorta and engaged the target lesion located in the right coronary artery (rca) with 1.25mm and a 1.2mm x 12mm threader balloon catheter. However, during inflation at 16-18 atmospheres, the balloon ruptured. The balloon was replaced with a 2.5x15mm compliant balloon which successfully dilated the lesion. The guidezilla was utilized to support and placed a 3.5x38 non bsc stent and post-dilated with a 3.75x20mm non-compliant balloon. A focal dissection was expected due to deep engagement and guidezilla utilization. A 3.5x20mm non bsc stent was implanted and post-dilation was performed at 20 atmospheres. All devices were removed from the patient's body and the procedure was tolerated hemodynamically. There were no further complications reported.